Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the scale of the product's measuring syringe (oral liquid dispenser provided in kit) wore out very quickly during use. This was identified ¿when using the medicine (for a child) that the scale on the syringe disappeared during use.¿ to remedy the issue, the customer went to the health center to obtain a new syringe. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to d1: brand name: oral syringe (previously submitted as custom kit); correction made to d2a: common device name: dispenser, liquid medication (previously submitted as set, i.v. Fluid transfer) ; correction made to d2b: classification code: kyx (previously submitted as (lhi); additional information was added to h6 and h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.